Manufacturer narrative:
Continuation medical product: dtbb1d1 crt-d, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds several times for the past year and a half. The thresholds also had been recently fluctuating. Per the physician's instruction, no action was taken and the lv lead remains in use. Additionally, the atrial lead was noted to be undersensing p-waves during an episode of atrial fibrillation (af) observed during a ventricular sensing episode. The atrial sensing was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.